Event description:
It was reported that stent damage occurred. A 24x2.50mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the distal edge of the stent was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).